Event description:
Consumer contacted via e-mail and stated that the toothbrush gets overheated when he charges it, and then the outer layer of the toothbrush starts to melt. No injury was reported.

Manufacturer narrative:
Product return 1 oral-b smart4 4500s toothbrush handle with 1 charger type 3757 and 1 refills holder was received oct 2nd, 2019. Product return was received and investigated. Product investigation results showed that the complaint is caused by an external solvent that dissolved the surfaces of the handle and the charger.

Manufacturer narrative:
Product return 1 oral-b smart4 4500s toothbrush handle with 1 charger type 3757 and 1 refills holder was received oct 2nd, 2019. Product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the toothbrush gets overheated when he charges it, and then the outer layer of the toothbrush starts to melt. No injury was reported.